Manufacturer narrative:
This report is submitted on june 17, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to other medical reasons. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.